Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Site called to report a complaint that their imaging system is no longer charging and the scrolling battery indicator is not scrolling. Neither the mobile view station (mvs) nor image acquisition system (ias) would power on. There was no patient present when this issue was identified. Upon onsite investigation by medtronic field rep, blown fuses on the mobile view station (mvs) board were discovered. Replacement of blown fuses resolved the issue. No other issues were reported. Blown fuses were discarded by the site and will not be returned to manufacturer for analysis. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4).

Event description:
Site called to report a complaint that their imaging system is no longer charging and the scrolling battery indicator is not scrolling. Neither the mobile view station (mvs) nor image acquisition system (ias) would power on. There was no patient present when this issue was identified.